Event description:
The third party biomedical engineer from future medical, reported that the output on this defibrillator wasn't functioning properly and that the defibrillator had "failed" the self test. There was no patient involvement.